Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator gave an error," circuit occlusion". Patient become stable after bagged and suctioned then put back on the same unit but the unit kept alarming circuit occlusion. The patient was put on a different unit and become stable but after 8 hrs later patient did expire.